Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported separation were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The lot number of the device that was in use is unk. The customer contact identified one possible lot number (plots). The possible lot number is 43221. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that approximately 30 minutes after the delivery was started, the tubing of the tubing set separated from the clave y-site closest to the pt. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No med interventions were reported. No additional info was provided.